Event description:
New information noted that the implantable cardioverter defibrillator exhibited inappropriate shock due to atrial undersensing. It was noted that the patient had svt that fell into the vf zone. Programming changes were performed. There were no patient consequences.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited undersensing. Further information was requested however, was not provided.